Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'air inline sensor may be worn', which was verified by the presence of air in line alarms in the event history log. Air in line alarms found to be caused by a failing ultrasonic sensor. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air in line sensor of a spectrum pump may be worn. There was no patient involvement. No additional information is available.